Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2018-54195.

Event description:
It was reported via phone by the sales rep that during an acl procedure, the doctor had to go deep beyond the condyle with her 12 degree truespan device. The depth was set at 18. The doctor pulled the red trigger, and heard the click, pulled the gun out slowly from the patient and noticed the implant did not deploy, but was at the end of the needle. The doctor attempted with another 12 degree implant, and the same thing happened. The sales rep recommended using a 24 degree implant, but the doctor wanted to use another 12 degree implant. This time the doctor moved inwardly slightly and deployed the 12 degree implants with no issue. This caused a 1-2 minute delay. There were no patient consequences. The customer discarded the devices.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.